Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Worn instruments require replacements. On (B)(6) 2016 - upon evaluation of actual device it was determined the threads are damaged.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned instrument confirms the observation. The lead thread is badly damaged and there is a gouge within the threads. It is evident the instrument was used to impact another device when not threaded into the mating cup. This type of thread damage is unlikely to occur during normal use. The root cause is attributed to use error. Based on the investigation a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.